Event description:
It was reported that the patient presented for a generator changeout and right atrial (ra) lead replacement procedure. It was noted that the ra lead exhibited high threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.